Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial blank display. Customer was on roof and fell off and fell on the pump and the pump also dropped. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Based on troubleshooting, the insulin pump will be returned back for analysis.

Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump was received with missing segments during the self test due to bleeding lcd glass. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.